Event description:
The site originally reported that the device stopped working and another was used to complete the procedure. Upon receipt of the device for investigation, it was noted that there was 1 broken/missing snap pin. The site was contacted regarding the broken/missing snap pin. The site confirmed that the pin broke upon connecting the handpiece. The broken pin did not fall into the patient's cavity but went missing at the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.